Manufacturer narrative:
An optim sheath abrasion was noted in one location proximal to the suture sleeve tie impression consistent with friction to the device can with no damage noted to the silicone beneath.

Event description:
This report is to advise of an event observed during analysis.